Event description:
Pods fall off of him, sometimes patients can sweat causing the pods to fall off. (B)(6) hcp (healthcare personnel) did consent to follow up. (B)(6). (B)(4). No further information provided or available regarding this report. Inserted (B)(6) 2024, activated on (B)(6) 2024.